Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was known to have breast cancer, adriamycin induced heart failure, cardiogenic shock with other comorbidities such as paroxysmal atrial fibrillation, ventricular tachycardia with aicd (other manufacturer¿s device) severe mitral valve regurgitation, status post (s/p) mitral valve repair feb2019, coronary artery disease, s/p stenting 2017, hepatitis, neuralgia, neuritis, radiculitis, back surgery, lumpectomy/ mastectomy, constipation and insomnia. The indication for lvad implant was due to ongoing acute on chronic cardiogenic shock, cardiomyopathy and failed optimal medical management for heart failure. The lvad implant was performed on (B)(6) 2019, the patient had estimated blood loss of 500 ml, chest was left open. The patient was brought back to operating room for chest exploration and washout was performed on (B)(6) 2019, estimated blood loss was approximately 25 ml, good hemostasis was reported, and the chest was closed. On (B)(6) 2019, patient developed pleural effusion, a CT guided fluid drainage and chest tube placement was performed, approximately 100 ml blood tinged thin fluid drained immediately, the drainage continued and was collected via chest tube drainage unit, fluid cytology was ordered. Pleural fluid culture was negative, chest tube was removed on (B)(6) 2019. The patient developed small left apical pneumothorax after the tube was removed, no management was reported for the small apical pneumothorax. Volume and coagulation status were addressed, patient had good recovery and milrinone was successfully weaned off on (B)(6) 2019. The underlying atrial fibrillation and ventricular tachycardia were managed accordingly. The central line was removed on (B)(6) 2019, the patient developed left upper extremity edema. Venous doppler revealed left internal jugular thrombus formation. The clinician thought that this was likely from the removed central line. The patient was subsequently discharged to a rehab facility. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists peripheral thromboembolic events and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.